Event description:
Nurses have complained several posiflow connectors have cracked. Reporter is returning 2 connections to becton dickinson.

Event description:
Add'l info rec'd from MFR 08/05/2004: the device was returned to MFR on 04/26/2004 and was sent for the sterilization process. It was sent to the engineer to be investigated on 05/04/2004. An investigation was conducted and the results are as follows: observations and testing: sample #1: engaging luer tip (unk MFR) is broken off inside posiflow female luer, causing it to remain in engaged position. Sample #2: returned in stuck-down position. Sample leaks profusely under 35 psi of water backpressure. Top surface of silicone reseal component has tips of leaf spring protruding through it, an obvious sign of non-iso luer device access. Test description benchtop 35 psi water backpressure leak test. Investigation sample(s) meet manufacturing specifications: unk. Conclusions: sample #1: faulty mating luer device. Sample #2: stick down and leaking probably caused by reseal damage from accessing the valve with a non-iso luer device, such as a blunt cannula. Instructions for use state that posiflow should be accessed with iso compatible luer slip or luer lock devices only. Relationship of device to the reporter incident: misuse or faulty mating connector. Corrective action project(#): misuse or faulty mating connector. Through visual and microscopic examination the engineer concluded that the posiflow unit was not cracked, but the mating device that was used to access the posiflow had broken off inside the device. MFR does not have any info for the mating devices used to determine if this type of defect occurs with lesser or greater frequency or severity than is stated in the labeling for the device use. Sample number 2: for the unit that had a stuck down reseal, MFR has found from other investigations that the use of a non-iso approved luer to access the posiflow can contribute to reseal damage causing the reseal to stay in a stuck down position. In the nstructions for use it states: the posiflow access device may be utilized with luer slip and luer-lok connectors provided on standard IV administration sets, extension sets and syringes. Caution: the posiflow access devices should not be used with needles, blunt cannula or other non-luer connectors, or luer connectors with visible defects. If needle access is attempted, the posiflow access device must be replaced immediately. Do not exceed 100 actuations.